Event description:
It was reported that the ilet handheld sustained a shattered screen, rendering the display unusable and prompting a replacement request; the customer also uses a libre 3+ cgm and was advised that cgm readings could continue in the mobile app, though reliance was not recommended due to the handset screen damage. Symptoms included no reported injury. Outcomes included no hospitalization and no reported alerts or alarms. Investigation included complaint intake and user education regarding device functionality and safety in the context of display damage. Investigation of this case revealed physical damage to the screen consistent with user-reported impact, with no evidence of device malfunction beyond the broken display and no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or accidental impact.